Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, adhesive on the bending section cover rubber had a white-clouded area, adhesives around the objective lens had white-clouded area, the paint on the suction cylinder was peeled, the bending section cover rubber had a scratch, the light guide lens had a scratch, the distal end had a scratch, the connecting tube had a scratch, and switch 1 had a scratch. The device was cleaned, disinfected, and sterilized with no delays. The nozzle was flushed with air/water and detergent and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective angle. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation, and it found that there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.